Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The caller had a frayed recharger antenna cord and they saw the code 375. A request was sent to repair to replace the frayed cord. Caller said in the past there have been other times the antenna has been replaced and they are nervous because of the 375 screen months ago they learned, if there is very little charge stimulation will shut off. Agent suggested caller do a check with the programmer. During the call caller was successful to synch with the implanted neurostimulator and reported seeing the low battery screen. Reviewed some recharging best information. Redirected to their doctor. The issue was not resolved through troubleshooting.